Event description:
Per medwatch report: (B)(4). It was reported that during a procedure the e-sep pencil rocker switch was sensitive and easily activated. The customer also stated they believed that the electrocautery devices are hotter than the previously used electrocautery devices. There was an inadvertent superficial bovie injury to skin on the left lower quadrant (llq); repaired with 4-0 monocryl suture and sterile dressing applied. The laceration is expected to scar but it is not likely to need additional/continuing treatment. No infection was reported. The procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Event description:
Per medwatch report (B)(4): it was reported that during a procedure the e-sep pencil rocker switch was sensitive and easily activated. The customer also stated they believed that the electrocautery devices are hotter than the previously used electrocautery devices. There was an inadvertent superficial bovie injury to skin on the left lower quadrant (llq); repaired with 4-0 monocryl suture and sterile dressing applied. The laceration is expected to scar but it is not likely to need additional/continuing treatment. No infection was reported. The procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
Correction d9/h3: device not available for return. H6: the quality investigation is complete. H3 other text: device not available for return.